Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the customer's device and replaced front panel which solved the issue. The fsr performed operation verification procedure and the vent passed all test and met manufacturer's specification. If additional information is received or a final evaluation is performed, then a supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator's screen was blank. The customer reported that there was no patient involvement.

Manufacturer narrative:
The reported complaint was able to be confirmed and duplicated. Backlight inverter is failing. This issue willl be internally investigated within vyaire.